Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging there were black marks on her onetouch ping meter display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged display issue was discovered on the afternoon of (B)(6), 2010. Approximately 5 or 10 minutes prior to when the alleged issue started, the patient claimed she was feeling shaky and sweaty. It is not known what treatment, if any, the patient received in response to the symptoms she was having. However, the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted that there was no known trauma to the subject meter. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient reportedly was symptomatic prior to when the alleged display issue was discovered. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (05/20/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.